Manufacturer narrative:
The explant date should have been (B)(6) 2018 rather than (B)(6) 2018.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was a normal eri alert with no allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
(B)(4). Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the eri.